Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples. Bd received five q-syte extension set units of which four were received within sealed packages from lot number 8274895 and one used unit inside an open package from the same lot. All components within the packages were present. Through the visual/microscopic evaluation of the used unit, tears in the form of a slit were observed on the septum top disk and bottom disk. Damage in the form of a tear was also observed along the column wall with the used unit. There was no physical/mechanical damage observed on any of the components of the representative units received for evaluation. A water-leak test was performed where leakage was not confirmed in either the un-actuated or actuated positions with all units received. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd q-syte¿ extension set micro bore had an issue with leakage. Q-syte immediately started to leak a lot on the catheter side and on the closed end. The following information was provided by the initial reporter: I received a leaking q-syte from the emergency room department. This q-syte immediately started to leak a lot on the catheter side and on the closed end. This happened to a 3 year old child. Lot no. 8208543. The q-syte had not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I haven't received a report of mucous membrane exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ extension set micro bore had an issue with leakage. Q-syte immediately started to leak a lot on the catheter side and on the closed end. The following information was provided by the initial reporter: I received a leaking q-syte from the e.r. Department. This q-syte immediately started to leak a lot on the catheter side and on the closed end. This happened to a (B)(6) child. Lot no. 8208543. O the q-syte had not yet been used for the administration of medicines. O the emergency nurses prick their infusion without gloves, but I haven't received a report of mucous membrane exposure.